Manufacturer narrative:
This incident is being recorded as an initial/final report under (B)(4). G2: foreign: UK. E1: telephone: (B)(6). Review of the most recent repair record identified the following related repair: evaluation of the device found that the following motor speed unstable, components needed replacement: machine head, pin, control bar, hinge, reciprocating arm, motor, sleeve, and gears and the unit needed re-calibration which was performed to resolve the reported issue. The reported event is confirmed. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit was sent in for preventive maintenance and noted to need unknown repair. No patient involvement. Upon device evaluation the motor speeds were noted to be unstable. Diligence is complete.